Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician attempted to make a cut with the tome, the cutting wire disengaged from the catheter. The wire was to bent into a "v" shape and was stuck on the tissue. Reportedly, no bleeding occurred due to this issue. The wire was successfully retrieved with a biopsy forceps. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event: cut wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.